Event description:
During a ptca treatment procedure the maverick2 monorail balloon would not inflate. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid rca. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.